Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection of an ak 96 machine, there was fluid leakage from the machine. There was no patient involvement. No additional information is available.